Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarms 5 and 6) occurred during the load process. There was no impact to the customer's blood glucose level, as customer is currently on a saline trial. During troubleshooting with tandem technical support, customer stated they did not enter into the load menu prior to changing cartridge. Customer was guided on how to properly load the cartridge through the load menu and successfully resumed delivery.